Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged the brakes are not setting. The brake would engage from the foot end of the bed but would not set from the head end of the unit. The technician determined that this was due to a missing roll pin. .